Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer declined to complete the check. No additional information was provided. Customer¿s blood glucose level was 508 mg/dl, with ketone levels that were considered life threatening by the customer's health care provider. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.